Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-10471. It was reported that the patient presented in clinic with noise on the right atrial lead and no capture on the left ventricular lead. During the explant procedure, it was noted that the right atrial lead had fractured, and the left ventricular lead had dislodged. The leads were explanted. The patient was stable throughout the procedure.